Event description:
It was reported that the pump had error 41622 alarm. The distributor instructed the site to open the battery door for one minute. The site shut the battery door, and it still had an error alarm. The distributor instructed the site to call the on-call phone number and notify the doctor they had a malfunctioning pump and would need a replacement in the am. They were unable to get settings. By the end of the call the pump was silent, but the screen did not light up. This event occurred at the patient's home and was operated by a health professional. The medicine being used was 5 fu. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
The device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.